Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the right ventricular (rv) lead, it was noted that the lead exhibited loss of capture. The lead was not used and a new lead was implanted. The patient was in stable condition.